Event description:
The hydroset cracked after placed in the patient. The hydroset was removed from the patient. The operating room temperature was in the ranges required.

Manufacturer narrative:
Investigation in process, but not yet complete.